Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a signal loss occurred. On (B)(6) 2025, at 10:00pm, the patient experienced signal loss from the cgm that lasted more than 3 hours. Due to the signal loss, the patient was not able to receive any alerts and readings. She stated that her mouth became dry and her vision was blurry. Her husband took a fingerstick reading and the patient was at 300 mg/dl. After several fingerstick tests, the bg increased to 400 mg/dl and an ambulance was called. When they arrived around 11:00pm, they transported the patient to the hospital. At the hospital, the patient was administered IV fluids and water. Due to hyperglycemia, it was reported that her sodium, potassium and calcium dropped. No other medications were provided. She was in the hospital until (B)(6) 2025 around 5:00am. At the time of the report, the patient was doing fine. Data was provided for investigation but does not reflect the full investigation window. The allegation was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.